Event description:
Account experiencing low control bias and intermittent discrepant pt results for total protein for the past two weeks. Only the following pt example was provided, which occurred in 2008. Initial result gave 3.0 g/dl; repeat gave 6.8 g/dl. Erroneous result was not reported. Investigation determined the customer was using the incorrect calibrator setpoint for total protein, and advised the customer to configure the correct calibrator setpoint, recalibrate and run controls for total protein. The field service representative also found the reagent bottles were not being installed properly in the r2 wheel, and adjusted wheel and packs. Performance test were performed and within specification.